Event description:
It was reported to philips that the system was unable to perform geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed by transferring patient to another device. A philip field service engineer (fse) went onsite and identified a mechanical motion failure in the equipment. Upon further troubleshooting, it was identified that the geo ipc was not booting up. The fse relaced the geo ipc and returned to philips for further analysis. The analysis concluded that the failure was due to a defective power supply unit. Following replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.